Manufacturer narrative:
Product ID: 3387-40, lot# j0309618v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2011, product type: extension. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported via a manufacturing representative that they had a shocking sensation in their arms and hands and they had some facial pulling. The patient has had multiple falls between (B)(6) 2015. The manufacturing representative did not know if the falls were related to the symptoms. The symptoms were relieved after the patient's neurologist turned the implantable neurostimulator (ins) off. The patient was going to meet with a neurosurgeon to interrogate the device and potentially schedule imaging to rule out migration and breakage. The manufacturing representative later reported the neurosurgeon decided to replace the ins due to the ins reaching elective replacement indicator (eri). Replacing the ins and extension did not fix the impedance issue the patient had. The patient was going to meet with their neurologist to decide the next steps. The impedance issue would either be programmed around or a revision would be considered, but the patient was older and their disease was pretty far advanced. The patient's indication for use is movement disorders. No actions/ interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-01531.